Event description:
Additional information received reported that the patient did not have a seizure; the patient passed out and hit his head. So far, the physicians did not feel it was related to the implanted system. The patient had an upcoming appointment. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that while stimulation was turned on the patient experienced shortness of breath. The patient experienced a fall and head laceration due to seizure or passing out. The patient was seen and an impedance check showed that impedances were fine. The patient was reprogramming and doing fine and receiving effective therapy. Follow up is being conducted to determine if the patient had a seizure or passed out and if they were related to the device or therapy.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).